Event description:
It was reported that during an unspecified procedure the hydrophilic coating of the guide wire came off. The unspecified target lesion was located in the subclavian vein. The zipwire hydrophilic guide wire was being introduced through a metal entry needle when the physician noted that the hydrophilic coating was 'sheared' off the guidewire. The wire was removed and the case was successfully completed. There were no patient complications or injuries reported. The patient status was listed as 'ok.'

Manufacturer narrative:
Device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).